Event description:
The user facility reported that part of the guidewire's outer coating became detached during a coronary catheterization and arteriography procedure. Reportedly, the right femoral artery was initially accessed, but not utilized for cardiac catheterization due to the "teflon peel" from the angled guidewire. Access was achieved through the left femoral artery and the intervention was competed successfully. The procedure report states there was no evidence of pulse loss or movement of the detached guidewire coating material at the end of the procedure. The decision was made to not attempt retrieval. The patient was discharged in 2007, and with plans to be re-assessed in one week. The physician confirmed during follow-up communication that the patient is now "18-months out (after the procedure) with no complications."

Manufacturer narrative:
Based on the user facility information, non-resorbable material was left unretrieved in the patient's body. The involved device is not available for evaluation and neither the product cord or the lot number is known. Therefore, the failure investigation was limited to a review of user facility information. Although, the cause cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The even description is consistent with damage to the glidewire due to manipulation against a metal or other sharp surface. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been place on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.